Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires are exposed. The wires are continuous. This causes the instrument to be unworkable. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity and energy delivery tests. There was no thermal damage and no missing material.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer observed that the fenestrated bipolar forceps instrument became unworkable. A backup instrument was used instead. The procedure was completed as planned with no reported injury.